Event description:
It was reported that approximately 2 weeks post op a somnoplasty tonsil treatment the pt experienced bleeding from one of the lesions. Surgical intervention was required to stop the bleeding.